Event description:
Ventilation cancelled. Ventilator went into ambient state.

Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction tf385002, tf446015, tf446029, tf485001 during ventilation cause the ventilator to become inoperable/stop working as intended. The root cause of the event has been established under (B)(4). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device was used for treatment or diagnosis at the time and related to the reportable event. The issue occurred during ventilation and the ventilator stopped working as intended. There was no harm to patient, user or third party. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.